Event description:
A patient reported experiencing inaccurate errtic results with an ot basic enhanced meter. The patient's blood glucose results were 38mg/dl, 165mg/dl. Tests were done 10 minutes apart with a difference of 111%. Patient did not experience any adverse events. No further information has been reported.